Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and exchange due to patient's concern with textured product.

Event description:
Patient reported right side "possible rupture, leak, tenderness, rashes under areola, able to feel edges, implant felt separate from body and exchange due to patients concern with textured product. Patient also reported "shortness of breath, heart palpitations, increased pulse, orthostatic hypotension, throat tightness, and weight loss"; these events are not device related. Device remains implanted.